Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing intermittent cartridge change errors occurred. A new cartridge was loaded to resolve the issue. At the time of report, customer's blood glucose level was 500 mg/dl; with moderate ketones.